Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred intermittently after a cartridge was filled with 100 units. Customer's blood glucose ranged from 70-130 mg/dl. Reportedly, customer reloaded the cartridge to address the event and insulin delivery was resumed.